Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump up arrow button had to press more than once to respond as well as sticks. The insulin pump screen had scratches and crack which effect the ability to see. Customer¿s blood glucose was unknown at the time of incident. The customer stated that the insulin pump rewind more than once and was slower. Troubleshooting was not performed. The insulin pump will not be returned for analysis.